Event description:
Pt had a midline dural tear which was patched with device. An exploratory procedure was performed and there was no csf leak, however, a grayish,vascular layer with some edema was observed. The sample of tissue which was removed, the grayish layer, was sent for histological and microbiological examination. The pt was then treated with epidural steroids. The patch itself was not explanted.